Manufacturer narrative:
The reported failure of failed press verification: setpoint 80: outlet: difference and power_vbus_dropped is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was evaluated onsite by a third-party service center field service engineer for fco implementation: machine flow sensor inaccurate flow measurements and/or delivery. During the evaluation it was noted that the device failed a pressure verification: setpoint 80: outlet: difference pre-test step during testing. In addition, an error code in relation to power_vbus_dropped was recorded in the device log. The customer refused the fco implementation indefinitely therefore the device was not corrected and the follow up repairs/quote were rejected. No repairs were performed.